Event description:
It was reported that after completion of a da vinci si surgical procedure, the surgical staff alleged that frayed cables were observed on the prograsp forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of frayed cables was confirmed. The pitch up cable was found to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the instrument's wrist. Other cables at the wrist were reportedly not damaged. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.